Event description:
The report received indicated that when the package of the cypher select + stent was opened; the label on the sterile pouch indicated a different catalog number compared to the catalog number on the outer box. Therefore, the device was not used in the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.